Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low which resulted in severe paravalvular leak (pvl). A second valve was implanted valve-in-valve.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the device history record for this valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The observed paravalvular leak (pvl) was likely related to sub optimal position as the valve was implanted too low. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. The issue was successfully resolved through implant of a second valve, which reduced the pvl to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.